Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained unspecified higher sensor scans in comparison to readings obtained on an adc meter. The customer became hypoglycemic with symptoms of dizziness, headache, nausea, and was taken to the hospital. Customer was treated with intravenous glucose and unspecified treatment for flu-like symptoms. A blood glucose result of 180 mg/dl was obtained on hcp meter in comparison to sensor scan of 289 mg/dl, however it is unknown when these readings were taken in relation to the reported event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained unspecified higher sensor scans in comparison to readings obtained on an adc meter. The customer became hypoglycemic with symptoms of dizziness, headache, nausea, and was taken to the hospital. Customer was treated with intravenous glucose and unspecified treatment for flu-like symptoms. A blood glucose result of 180 mg/dl was obtained on hcp meter in comparison to sensor scan of 289 mg/dl, however it is unknown when these readings were taken in relation to the reported event. There was no report of death or permanent injury associated with this event.